Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window. The test reservoir does not stay locked in place due to reservoir tube lip damage. The pump was unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 200+ mg/dl at the time of the incident. The customer stated that she is blind and carries the pump in her bra. The customer stated that the reservoir compartment does not stay in the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.